Event description:
Reference number (b)(40. Event occurred in italy. It was reported that patient extended infusion set tubing got detached during doing physical activity on (B)(6) 2024. The extended infusion set was in use for 6 days. The extended infusion set was inserted in abdomen. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: italy.